Event description:
Event description boston scientific (bsc) crm received information that this transvenous defibrillation lead dislodged 3 days post implant. The physician elected to explant and replace this lead with a different model bsc defibrillation lead. To date, there have been no reported patient symptoms associated with this clinical observation.